Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. During unpacking of a 12 x 2.75 rebel stent, it was noted that the directions for use was missing and the sterile bag was broken. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel balloon catheter by itself with no packaging returned with it. The stent was secured between the markerbands. There is a presence of contrast and blood on the device. Although it was reported that the device was not used, the presence of blood and contrast media in the guide wire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is buckled 6.5mm from the bi-component weld. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device revealed no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the inner pouch was broken and was compromised.

Manufacturer narrative:
Name prefix corrected from mr. To dr. First name corrected from (B)(6) to (B)(6). Last name corrected from (B)(6) to (B)(6). (B)(4).

Event description:
It was further reported that the inner pouch was broken and was compromised.